Event description:
The report from the affiliate indicated that one package was unsealed and was missing one component. The product was not clinically used in the pt. There was no reported pt injury. The product was returned for evaluation and testing; however, the engineering evaluation is not complete.